Manufacturer narrative:
Several attempts were made to obtain a sample of the investigational drug (phenyl acetic acid) for compatibility testing with the device; however, these attempts were unsuccessful. A trend analysis was performed on similar incident involving this catalog number and did not reveal any trends. Based on the info available, the customer's complaint of "tubing fracturing" has been confirmed; however, the cause of this event could not be determined. No further info is available. The MFR is now closing its file on this incident.

Event description:
On 8/9/96, the facility nurse contacted the MFR and reported having experiences of "tubing fracturing" with this device. The facility nurse informed the MFR that this type of incident has occurred approx 20 times in the last 6 months and mostly with this c/n. The drug being administered through the device was phenyl acetic acid, which is an investigational drug used for brain tumors.